Event description:
Report received that high impedance was observed on a patient's vns device. There was no trauma to the patient or device reported by the staff. No surgical intervention has occurred to date. No additional relevant information has been received.